Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported power PICC solo 4fr. Date of insertion: (B)(6) 2024, PICC leaking whilst flushing using saline, removed fracture on 20cm. Calcium folinate and fluorouracil going through the line. PICC line was removed after the hole was found. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported power PICC solo 4fr. Date of insertion: (B)(6) 2024, PICC leaking whilst flushing using saline, removed fracture on 20cm. Calcium folinate and fluorouracil going through the line. PICC line was removed after the hole was found. New PICC inserted. No patient impact reported. No other information was provided.